Event description:
I shattered my right arm in 3 places on (B)(6) 2025. I had surgery on (B)(6) 2025 and started occupational therapy immediately after from (B)(6) at (B)(6). I noticed a rash outbreak on my right arm only, specifically by the surgical scar and surrounding area around mid-(B)(6) of 2026. The rash outbreak is similar to little pimples, like keratosis pilaris, which I suffer from periodically. I noticed my usual treatment for keratosis pilaris did not take and the rash started spreading a little more all-over right arm. I also noticed that the rash occurred only on my right arm, did not spread anywhere else. The occupational therapist (B)(6) took note and documented in my chart when I first noticed it, sometime mid-(B)(6) of 2026. I had a follow-up appointment with dr. (B)(6), the one who also performed my surgery, on (B)(6) 2026, at which time I told him about the rash outbreak. He was baffled as to why I had it only on my right arm, cited maybe a dermatological reason and gave instructions to follow-up with my pcp, dr. (B)(6) at the university of (B)(6). He also stated that if I were to have had an allergic reaction to the hardware now in my arm, it would have happened immediately after surgery, not 5-6 months later. It was after this appointment that I remembered an email was sent out to the patients of north point orthopaedics about the alcohol wipe recall issued by cardinal health, of which they were in possession and in use of between (B)(6) 2025-(B)(6) 2026. I talked to (B)(6), the occupational therapist on (B)(6) 2026, and he confirmed that yes, he did use the affected wipes on me during massage treatments during the affected period noted. I was still in treatment for occupational therapy during (B)(6) 2025 through early (B)(6) 2026. He would massage my right arm and used the alcohol wipes after to clean my arm. In light of the new information about the recall, I believe, and so does (B)(6), that I had a reaction to the affected wipes used on me since I am type 2 diabetic. I have yet to talk to dr. (B)(6) with (B)(6) about the infection, treatment, medication, nothing. He nor his clinical staff have yet to return my calls. I had to complain to the office manager to get a call back. And only for them to deny a possible link between the wipes and the rash on my arm, citing they were not used on me in a clinical setting. No, they weren't. They were used on me during occupational therapy treatment and the therapist even confirmed with me that he used the affected wipes on me. I tried calling cardinal health only to be given the run around, citing an event and lot numbers are needed for them to give me information about the recall. Meanwhile, the rash has spread somewhat, still local to the right arm only, but more little bumps have popped up. They do not hurt. They do not itch. But they are multiplying. I have gone to see my pcp dr. (B)(6) and was told to use bacitracin and a prescription was given to me to start the anti-biotic bactrim. I hope this works. (B)(6) and dr. (B)(6) and his staff in (B)(6) on (B)(6) need to be held accountable for trying to downplay the possibility of an exposure in an immuno-compromised patient. God forbid this does not clear up and affects the healing for my right arm, I am coming after cardinal health.